Event description:
Ventricular lead fracture probable. Marked increase in lead impedence status post pacemaker revision with new ventricular lead. Chronic pulse generator was re-utilized. Chronic lead was cut and tied off. Status post vvi permanent pacemaker implantation in 1984 with generator change in 1994.